Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a swelling in his left arm and presented to the hospital. A venous duplex scan revealed a deep vein thrombosis in the patient's left upper extremity. The patient was hospitalized and given an IV of heparin. The patient then developed an infection that was treated with streptomycin; this infection did not affect his device, but did prolong his hospital stay. The device continued to operate as expected.